Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337907. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-12-03. Medical device lot #: 7079902. Medical device expiration date: 2022-04-30. Device manufacture date: 2017-03-20. Medical device lot #: 8183955. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-12-03. Medical device lot #: 8169595. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-06-18. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337907. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Review of the device history record was completed for batch# 7079902. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200694158] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8183955. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8169595. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a syringe 1.0 ml 28ga 1/2 in bls 500 sus ca. The following information was provided by the initial reporter, "customer is stating they no longer can use and also that the needles are breaking. I don't know if they reported the issue but they won't use and we don't have any other customers that use this product. 300 cases. 105 cases. Item #329420 lot and expiration: lot #8337907 expiration is 2-29-2024, lot #7079902 expiration is 4-30-2022, lot #8183955 expiration is 9-30-2023, lot #8169595 expiration is 9-30-2023."